Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Initially, the caller encountered difficulties with insulin therapy, but with guidance from technical support, they successfully loaded a new cartridge using the recommended loading technique, enabling them to resume insulin therapy, resolving the issue.